Manufacturer narrative:
H.6. Investigation summary: bd received 2 photographs and 4 samples from the customer in support of this investigation. Evaluation of the photographs indicated a stopper inside the tube without a hemoguard shield. 5 returned and 25 retained samples were tested, and 29 out of 30 were found to be within the specification, one out of 5 returned samples had separated (results attached). Bd was able to duplicate or confirm the customer¿s indicated failure mode from the photographs provided and r&d testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additionally, the ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Bd performed a thorough investigation into this issue utilizing root cause analysis. Bd identified two potential root causes, and product was manufactured under different experimental conditions to evaluate the potential causes. The product samples were tested to verify key factors in production that may contribute to the separation of the cap from the stopper in automation lines delivering tubes to analyzers.  During root cause analysis sessions and testing, bd identified our internal testing method for stopper function required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and continues to be tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. To date bd has not been able to identify a definitive root cause, but our r&d team will continue to investigate complaints for this defect. A complaint history review was conducted, and no trends were identified. Based on the severity and occurrence rate of this issue no corrective action will be taken at this time. H3 other text : see h.10.

Event description:
It was reported that during use with the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was an issue with stopper creep out or loose closure. The following information was provided by the initial reporter: during use. The lot number 2158818 stoppers are not de-capped by our decapper. The stopper is not de-capped by the analyzer. The stopper stays in the tube, and only the external part of the cap is removed.

Event description:
It was reported that during use with the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was an issue with stopper creep out or loose closure. The following information was provided by the initial reporter: during use. The lot number 2158818 stoppers are not de-capped by our decapper. The stopper is not de-capped by the analyzer. The stopper stays in the tube, and only the external part of the cap is removed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.